Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found additional findings not listed in b5. The air and water supply did not meet the standard value and the water removal ability did not meet the standard value due to clogging of the nozzle, the bending angle in up direction and the play of up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover had a chip and a crack, the control unit had discoloration, and there were damages (scratches/cuts) noted in different areas of the scope. As upon evaluation, foreign material was found in the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. The customer flushed the air/water nozzle/channel with detergent solution. According to the customer, the following details regarding the cds process were unknown: whether there was no delay/lag time between the end of clinical use and the start of pre-cleaning. Whether the endoscope was immersed in detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was poor air supply with the colonovideoscope. The issue was found during preparation for a diagnostic procedure. The procedure was completed using the same device. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, foreign object inside the nozzle was observed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.